Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced deep vein thrombosis (dvt) following the use of the venaseal closure system vs-404. The event was associated with a superficial vein. The symptoms appeared between two to fourteen days after the procedure. The lesion or vessel site involved was located in the proximal part of the vein. Prescription medication was administered.